Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the patient's implantable cardiac monitor exhibited under-sensing. No intervention was performed. There were no patient consequences. The implantable cardiac monitor will be further monitored.